Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user showed affected channels during in situ measurements and the user also has side effects on the remaining channels. The clinic decided to reimplant the user, no date has been scheduled yet.

Event description:
Hearing performance with the device was affected. The change in hearing with the device was reportedly gradual. In situ measurements showed affected channels. The user experienced also facial stimulation on the remaining channels. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted it must be assumed that the explantation was due to a technical failure at the active electrode. The non-permanent short circuit could be confirmed during device investigation. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.